Event description:
In 2004, pt underwent craniotomy for malformation with implantation of device as dural subsitiute. In 2005 pt presented with reaction including symptoms of headaches, neck pain and general malaise. Tests were unable to isolate pathogen, therefore surgeon diagnosed pt with aseptic (non-bacterial) meningitis. There was no known medical intervention at this time. Manufacturer became aware of pt having tested positive for bovine allergy. Surgeon stated pt was being treated with medication and was showing signs of clinical improvement. The following month there was no surgical intervention, pt was still improving clinically. Surgeon stated that this event is not attributable to the device.